Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the original complaint could not be duplicated upon investigation. The black box history showed that each day 00:00, the date correctly advanced one day. There was a manual time changed recorded on 12/27/2013. There were no other time or date changes observed. The time and date test passed with all loss or gain within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump jumped to the date of 12-29-13.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.